Manufacturer narrative:
Product was requested to be returned for eval, but has not been received. Note: this submission is based solely on the user facility statement. Note: posey warning statement: make sure alarm is on and in monitoring mode (monitoring indicator led is flashing green). Check that the rj11 plug on the sensor cable is not damaged (plug broken, or wires disconnected) and is securely connected to the alarm. (B)(4).

Event description:
Customer reported the unit will not alarm after removing pressure from the sensor pad. They have replaced the sensor pad on the unit. There is no other physical damage to the case of the unit reported. There was no pt incident or injury reported.